Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
This rv lead was repositioned due to after closing the pocket, the rv lead impedance went down (<100ohms bipolar, ~130 ohms unipolar). Reopened pocket, and rv lead impedance will fluctuate from normal numbers (~580 ohms) to sub 100 ohms with no noticeable correlation to moving the device or adjustment of sutures on suture sleeve. Tested the rv lead through the psa. Function was normal with no fluctuation in impedance seen. The rv lead positioning was revised regardless, and the physician was convinced the issue was with the device, not the connection to the device, so did not reconnect the rv lead to the device to test. Lead remains implanted and a new pm was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.